Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information patient from the healthcare professional (hcp) via the manufacturer's representative reported that they felt a sudden increase in stimulation from their implantable neurostimulator (ins). The patient stated they were walking in their house and suddenly received an intense feeling of stimulation running through their legs and tried to decrease it but the "overall feeling didn't decrease". The patient believed they may have been in an area where magnetic interference could have occurred but they were unsure. No diagnostics or troubleshooting was performed. The patient was to schedule an appointment to meet with the manufacturer's representative at the doctor's office. The issue was not resolved at the time of this report. No surgical interventions occurred and it was unknown if any were planned. The patient status at the time of report was noted as "alive - no injury". The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Additional information was received from the manufacturer representative reported that they had met with the patient once after the previously reported event but the patient had not wanted to be reprogrammed and decided to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.